Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 76 year old female patient presenting for impella support. Ischemia developed in the impella inserted limb. An antegrade sheath was attempted to resolve the issue, however, the device was ultimately removed and the issue resolved.